Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while the physician was attempting to advance the lantern into a non-penumbra diagnostic catheter, the tip of the lantern bunched up at the hub of the catheter. Subsequently, the lantern became kinked and was unable to advance into the catheter. Therefore, the physician removed the lantern and completed the procedure using a new lantern. There was no report of an adverse effect to the patient.